Event description:
The customer reported that the system displayed a motion error message during a procedure. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call.